Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 470 mg/dl. Customer stated that infusion set was leaking at site and they attributed the high blood glucose to it. Metal needle for the infusion set was bent when they removed it from the skin. The customer was advised to revert to the back-up plan. The customer was treated with manual injection for the high blood glucose. Customer declined troubleshooting for high blood glucose. The insulin pump and reservoir will not be returned for analysis. The infusion set will be returned for analysis.